Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported that extended infusion set did not last for 7 days and fell off. No further information available.